Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
During evaluation of the device a philips bench technician noted damaged pins on the battery pca. There was no patient involvement as this was noted during testing.